Event description:
The customer reported that the device reboots upon power up and when the device is restarted a power interrupted message is displayed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.